Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device was showing error 41541. There was no patient involvement but no injury/harm. Per reporter, the event occurred upon power on.

Manufacturer narrative:
D9: product received on 9/3/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log confirmed that the device had error code lec 41541. Visual and functional tests were performed, and a faulty latch lock sensor was found. The cause of the problem was the latch lock sensor, and it was replaced to fix the issue.